Event description:
Consumer called to report they are receiving higher readings from their plink than the other meter. Analysis run on clark error grid using competitive reading (98) as ref point vs bd reading (304) yielded data points in the c range of the grid, outside acceptable limits.